Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized and experienced a fibrin-clogged pd catheter (not a (B)(6) product) that was potentially related to either pd therapy or an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 for a cardiac-related issue. It was reported that the cardiac issue was attributed to chronic comorbidities and unrelated to pd therapy or the use of any (B)(6) product(s) or device(s). Additionally, it was affirmed that the patient did not experience symptoms related to the cardiac issue on or around the time of a ccpd treatment. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until there was a pd catheter (not a (B)(6) product) malfunction discovered by hospital staff on (B)(6) 2026 that caused drain complications and presented with fibrin. Following testing, the patient was diagnosed with a catheter infection and subsequently had his catheter removed on (B)(6) 2026 due to the nature of infection and the resulting drain complications. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient's adverse event was attributed to a hospital-acquired infection with no indication of a contributing malfunction or deficiency of any (B)(6) product(s) or device(s). The patient was treated with antibiotics (unknown type, route, dose and frequency) to address the infection while hospitalized. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2026. The patient continues hd therapy on an in-center basis with the potential to return to ccpd therapy on the same liberty select cycler following evaluation from his physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).